Manufacturer narrative:
Investigation pending.

Event description:
Caller (technical consultant) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.3, lab: 4.9.